Event description:
It was reported that this device declared code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Boston scientific technical services (ts) confirmed the low voltage and premature battery depletion, a device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this device declared code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Boston scientific technical services (ts) confirmed the low voltage and premature battery depletion. A device replacement was recommended. The device has been explanted and replaced. No additional adverse patient effects.